Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/04/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address knee pain and instability following a twisting type injury. Upon revision, straw-colored serosanguineous fluid was encountered and the knee was noted to be subluxing anteriorly. The complaint was updated on: 09/30/2015.

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Tibial component exhibited substantial wear, delamination, and crazing, especially the posterior aspect of one of the condylar articular surfaces. It was unlikely that a manufacturing defect was present. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address poly wear.